Event description:
A hydrothermablator control unit was used during a hydrothermablation (hta) procedure. According to the complainant, upon completion of a normal hta cycle, with no error messages or alarms, a second degree burn was noted on the patient's labia as a result of the sheath tubing coming in contact with the patient during the procedure. An analgesic was given to the patient for treatment. The procedure was completed with said device and there were no further patient complications reported as a result of this event.

Manufacturer narrative:
The product has not been returned, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental medwatch report will be filed.